Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump revealed the device had been programmed to deliver 1,000 mcg/ml of baclofen at 125 mcg/day via the simple continuous infusion mode. Analysis of implantable pump (B)(4) revealed the following: a low battery reset occurred during decontamination in the laboratory. Destructive analysis identified a high battery resistance during functional testing, and identified damage to the motor o-ring.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and concentration of gablofen via an implantable pump for intractable spasticity and cerebral palsy. It was indicated the patient's pump was replaced on (B)(6) 2017 due to the normal scheduled replacement. It was further indicated that there were no issues to report, and the pump was removed due to "prophylactic removal of pump to avoid in-vivo battery depletion." No rotor or dye studies were performed. The patient was not in a clinical study. The device was used with/in the patient for treatment. There was no patient death or injury. The device was returned to the manufacturer for archive/storage.